Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a farapulse pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a farawave catheter was selected. During the preparation of the catheter the flushing port broke. The physician changed the catheter and finished the procedure successfully. No patient complications were reported. The device is expected to be returned for analysis.